Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported an oxygen source issue, being that the oxygen was not connected. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
Date rec¿d by MFR : 21aug2019, date of report : 28aug2019. The field service engineer confirmed the issue and advised the customer to replace the oxygen regulator. The biomedical engineer indicated that the unit has been retired and is no longer in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.